Manufacturer narrative:
Reporting address line 1: (B)(6).

Event description:
This report is based on information provided by philips authorized service provider (asp) with an investigation documented by philips complaint handling. Philips received a complaint on the heartstart xl indicating that the device cannot boot up during the operational test. There was no patient involvement at the time the issue was discovered. Analysis was performed by the customer and a third party. The product malfunction was unable to be confirmed because the customer refused service by philips, and the device was repaired by a third party. The customer did not provide any information on how the device was repaired. A review of the service history for this device shows that the problem has not been reported again for this device. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received, the complaint file will be reopened for further investigation.